Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the patient control module (pcm) is not a stand alone device; it must be used with a baxter infusor device. The pcm involved with this incident was used with a basal/bolus large volume infusor (product code j2c0216, unknown lot number); however, only the pcm will be returned for investigation. The infusor was discarded by the hospital.

Manufacturer narrative:
(B)(4). Per evaluation, leak has been confirmed. Leakage was caused by a puncture on the reservoir. The root cause of the puncture could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that a 2 milliliter patient control module was leaking during patient use. The patient control module was being used to deliver boluses of 1 milliliter fentanyl citrate in 200 milliliters ropivicaine hydrochloride hydrate to the patient in conjunction with an unknown elastomeric device. After the patient control module had been pressed twice, leakage from the button was observed. There was no patient injury or medical intervention. No additional information is available at this time.